Manufacturer narrative:
This info provided on this form was previously submitted under mfg report number # 1822565-2014-00308. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain and loosening.